Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that prior to patient contact, the user actuated the device to check its function and found the basket would not open completely, and it looked smaller than usual. It also looked like the basket end was narrower than usual. The device was returned, and it was found that the basket wires were broken and separated. The device did not make patient contact, and there were no injuries or additional procedures reported.